Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the reporter: during the procedure, a foreign material was found around the jaws. It fell into the patient's cavity and could not be retrieved. A new device was opened to complete the procedure. There was no tissue damage or unanticipated tissue loss as a result of this problem. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.